Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the event was reported as due to an unspecified bacterial infection. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment and was withdrawn at the time of this report. No additional information is available as the reporter declined follow up.